Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarm occurred while the pump was charging. There was no reported impact on the customer¿s blood glucose level. The customer returned the pump for inspection, and a replacement pump was issued. The customer reverted to an alternate method of insulin therapy.